Event description:
A normal ipg replacement occurred on (B)(6) 2022. It was reported the patient was not responding to therapy, although lead impedances between the previous and current ipgs were similar. The site suspected either drug noncompliance on the part of the patient or that the device may have been moving in the pocket as the patient recently lost weight. X-rays were performed, and no device issue or lead break was observed. The csl strain relief loop was higher than the electrode, however, the electrode appeared to be in the correct position near the second and third cervical vertebrae. It was reported that the ipg moves depending on the patient's position. It was unlikely the ipg was sutured into the pocket with two sutures. A pocket revision occurred on (B)(6)2023. Everything appeared as expected during the procedure, and no additional intervention was scheduled. As of on (B)(6) 2023, it was reported there may not have been a secondary procedure, but the site was unresponsive to additional inquiries.

Manufacturer narrative:
Cvrx ID#: (B)(4).

Event description:
A normal ipg replacement occurred on (B)(6) 2022. It was reported the patient was not responding to therapy, although lead impedances between the previous and current ipgs were similar. The site suspected either drug noncompliance on the part of the patient or that the device may have been moving in the pocket as the patient recently lost weight. X-rays were performed, and no device issue or lead break was observed. The csl strain relief loop was higher than the electrode, however, the electrode appeared to be in the correct position near the second and third cervical vertebrae. It was reported that the ipg moves depending on the patient's position. It was unlikely the ipg was sutured into the pocket with two sutures. A pocket revision was reported to have occurred on (B)(6) 2023, and it was reported everything appeared as expected during the procedure, and no additional intervention was scheduled. As of on (B)(6) 2023, it was reported there may not have been a secondary procedure, but the site was unresponsive to additional inquiries. On (B)(6) 2023, it was reported by the site that no procedure was performed. The physician changed the patient's drug treatment, and the patient was stable.

Manufacturer narrative:
Initially it was reported the pocket was opened, but the device was left as is with no revision. The site later corrected itself saying no revision occurred. It is unknown why the site initially reported a revision occurred. The event does not meet the criteria of a reportable event as no life-threatening illness or injury or permanent impairment was identified that was caused or contributed to by the procedure or device. Cvrx ID#: (B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A normal ipg replacement occurred on (B)(6)2022. It was reported the patient was not responding to therapy, although lead impedances between the previous and current ipgs were similar. The site suspected either drug noncompliance on the part of the patient or that the device may have been moving in the pocket as the patient recently lost weight. X-rays were performed, and no device issue or lead break was observed. The csl strain relief loop was higher than the electrode, however, the electrode appeared to be in the correct position near the second and third cervical vertebrae. It was reported that the ipg moves depending on the patient's position. It was unlikely the ipg was sutured into the pocket with two sutures. A pocket revision occurred on (B)(6)2023. Everything appeared as expected during the procedure, and no additional intervention was scheduled.